Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and could not duplicate issue. Checked and reseted connections. Ran patient sample 15 times with no issues. Customer ran 10 samples with no issues. Will monitor issue. Instrument is running with no issues. The most probable cause of the reported event was a need to reset peak tubing.

Event description:
On (B)(6) 2017 the customer reported low area with their hlc-723g8 analyzer. Customer reported sample probe was changed, waste line is not backing up, there is a leak and liquid inside off to the right of the sample probe. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.